Event description:
It was reported that during setup for a surgical procedure at the user facility, the device ran continuously after releasing the foot pedal. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during setup for a surgical procedure at the user facility the device ran continuously after releasing the foot pedal. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.